Manufacturer narrative:
The reference (B)(4). Has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens was observed to be chipped, towards the trailing haptic. The lens was explanted and exchanged during the original surgery session leading to prolonged surgery. The healthcare facility has confirmed that there was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge and user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly as possible causes of "trapped/torn lens haptic/optic during insertion". The additional information received identified that the injector was removed from the blister tray to insert ovd. This is a deviation from the IFU as the IFU states that the injector should remain in the blister tray until ovd is inserted and the flaps are securely clipped closed. Removal of the injector from the blister tray prior to insertion of ovd and closure of the flaps is the likely cause of the lens damage following implantation into the eye in this case. Our review of production records for the rayone galaxy toric rao615x batch 124258044 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 124258044.

Event description:
On 24th february 2025, rayner received notification from its distirbutor in singapore of an event that occurred during use of a rayone galaxy toric rao615x. The event description provided states that immediately following implantation into the eye there was a chip in the lens, towards the trailing haptic necessitating lens explantation and exchange.

Event description:
On 24th february 2025, rayner received notification from its distirbutor in singapore of an event that occurred during use of a rayone galaxy toric rao615x. The event description provided states that immediately following implantation into the eye there was a chip in the lens, towards the trailing haptic necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens was observed to be chipped, towards the trailing haptic. The lens was explanted and exchanged during the original surgery session leading to prolonged surgery. The healthcare facility has confirmed that there was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge and user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly as possible causes of "trapped/torn lens haptic/optic during insertion". The additional information received identified that the injector was removed from the blister tray to insert ovd. This is a deviation from the IFU as the IFU states that the injector should remain in the blister tray until ovd is inserted and the flaps are securely clipped closed. Removal of the injector from the blister tray prior to insertion of ovd and closure of the flaps is the likely cause of the lens damage following implantation into the eye in this case. The device was returned dehydrated in a blister tray with iol in a separate container filled in with saline. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was pushed in. Lens was inspected under x10 magnification and was found to be chipped in the optic. Following the injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was intact and there were visible traces of viscoelastic solution in the cartridge chamber. Following this, the injector was re-assembled, and fresh sample lens of rayone emv toric rao210t +24.00 d cyl. +0.75 from rayner stock was loaded and injected as per the IFU. The injection was successful, felt very smooth and no issues occurred during this process. Product return inspection performed confirms the event as reported. Root cause of the reported fault could not be established, however follow up information received from the health facility has confirmed that IFU instruction were not followed and device has been taken out of the blister tray during the preparation stage, which may have contributed to the fault. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as per design. Our review of production records for the rayone galaxy toric rao615x batch 124258044 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 124258044.